Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the booting error was most likely due to faulty printed circuit board (dp board) and the cause of low light intensity was due to faulty light emitting diode (led) unit, additionally the cause of the malfunction was traced to the component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, booting error and low light intensity occurred. The service repair technician assessed the condition and determined that the booting error was most likely due to faulty printed circuit board (dp board) and the low light intensity was due to faulty light emitting diode (led) unit. There was no patient involvement.